Event description:
It was reported that the embolization coil detached within the microcatheter. A new coil was used to complete the procedure successfully and as intended. No harm or sequelae was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.